Event description:
It is reported that the patient is experiencing difficulties with her total knee replacement.

Manufacturer narrative:
Evaluation summary: compatibility was verified with no issues noted. No devices or photos were provided; therefore, the condition of the components is unknown. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information; however, no information has been received to date. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of radiographs and/or product or further information. It is not suspected that the product failed to met specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00878.